Event description:
It was reported on (B)(6) 2012 that a physician's dell x5 handheld device was freezing on multiple screens (interrogation successful, programming sessions, interrogation sessions). The screen would also freeze when the handheld was turned on. The physician was always able to finish the dosing sessions, however, due to the issue continuing to occur, he wanted the handheld replaced. A replacement handheld was sent to the physician and the dell x5 in question was returned to the manufacturer. Analysis of the handheld and the associated software is underway and has not been completed at this time.

Event description:
Additional information was received on (B)(6) 2012,when analysis of the returned dell x5 handheld device and associated flashcard was completed. The allegation of the handheld freezing during interrogation is due to a computer software error. No anomalies were identified with either the returned handheld or software. Both the handheld and software performed according to functional specifications.